Event description:
It was reported that the pacemaker had apparently triggered lead safety switch (lss) due to high out of range impedances on this right atrial (ra) lead. Additionally, the device has been delivering inappropriate atrial tachy response (atr) due to myopotential oversensing. The field representative planned to reprogrammed the device to prevent surgery. The device was reprogrammed and the patient will be in continue monitoring. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).